Event description:
Patient had a PICC line inserted at the axilla. The nurse reported that when the patient was picked up, the catheter snapped in two, proximal to the site of the butterfly (suture wing). According to the nurse, the butterfly was not under the dressing. The catheter was manually held in place until the physician arrived and removed the rest of the catheter. There was no injury to the patient.